Event description:
Related manufacturer reference number: 3006705815-2022-18485. It was reported that the patient¿s system had high impedances and patient was in need for an MRI. As such, the entire system was explanted to address the issue. Investigation was unable to determine which of the 2 leads had high impedance.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000096441. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient was unable to set the system into MRI mode due to the high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.